Event description:
It was reported that during a da vinci-assisted inguinal hernia procedure, a piece of rubber from the universal seal had broken off into the patient. The fragment did not fall during an instrument tip or accessory collision. The item was retrieved with a backup instrument, without any harm to the patient.

Manufacturer narrative:
The universal seal accessory was received, and failure analysis found the seal to have a tear on the black rubber duckbill. The torn piece was missing and was not returned with the seal.